Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation reload set 161, this situation occurred during prime. The technical service representative (tsr) assisted the home pt (hp) by advising the replacement of the disposables. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a crack in the cassette. No pt injury or medical intervention was reported related to the event.

Manufacturer narrative:
The sample availability is unknown at this time. Should the sample become available, a follow-up medwatch will be submitted.